Manufacturer narrative:
Manufacturer ref no. 247209. Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response of the row 3 keys (#0, #1, #2, and #3), which was experienced during evaluation. It was found to be caused by a failed keypad. The front case (including the failed keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported there was no patient involvement.